Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant and placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70n-cm; if 70n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The clinician noted the implant failed to osseointegrate, but did not indicate whether primary stability had been achieved during implant placement and did not specify the levels of the abutment torque and the implant placement torque. The following are the details of the case: the pt had moderate density bone (type ii); the lodi implants were not immediately loaded; non-integration was noted by the clinician on 1 implant after 2 months, 2nd implant was acceptable; clinician states that they relieved the upper denture to create space around the lodi implants. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history record was reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.

Event description:
Implant failed to osseointegrate.